Event description:
Surveillance study. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the mildly calcified, type c, 64% stenosed 1.94x15.5mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 2.5x15mm balloon inflated to 14 atmosphere's (atm's) and the placement of a 3.0x20mm taxus express2 stent deployed at 14 atm's. Post dilation was performed with an unspecified 2.25x15mm balloon at 15 atm's. Ivus was performed resulting in 12% residual stenosis and timi 3 flow. The patient was discharged 2 days later on bayaspirin and panaldine. No angina was confirmed at the 1 & 6 month follow up visits. On day 288, angiography confirmed in stent restenosis. Reintervention treated the 90% restenosed 3.5x10mm target lesion located in the mid rca with angioplasty and an unspecified taxus stent resulting in 0% residual stenosis. A 2000u of heparin was administered. Per the physician, the event relation to the device was listed as possibly. No angina was confirmed at the 1 year follow up.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.